Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg due to pocket site depth. The patient underwent a revision procedure wherein the pocket depth was adjusted.

Event description:
It was reported that the patient had difficulty charging the ipg due to pocket site depth. The patient underwent a revision procedure wherein the pocket depth was adjusted. Additional information was received that the patient was doing well postoperatively. It was also stated that the patient had difficulty aligning the charger.